Manufacturer narrative:
Continuation of d10: 700fc33 heart band implanted on (B)(6) 2022; 5086mri58 lead implanted on (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain and atrial fibrillation (af) and the right atrial (ra) lead exhibited loss of capture and undersensing resulting in unnecessary pacing. It was further reported that implantable pulse generator (ipg) exhibited partial power on reset (por). The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was noted that the ipg exhibited unintended interaction between atrioventricular interval modulation (avim) ramware and device firmware resulting in power on reset and ramware removal. The ramware was again downloaded following this unintended removal.

Manufacturer narrative:
Correction: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead exhibited oversensing, with rare far field r-wave (ffrw) oversensing and oversensing of the t-wave. Reprogramming was performed. It was reported that the patient was given medication to treat atrial fibrillation (af). It was reported that the patient¿s chest pain and atrial fibrillation (af) and subsequent direct current cardioversion (dccv) was not believed to be related to the implantable pulse generator (ipg).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain and atrial fibrillation (af) and the right atrial (ra) lead exhibited loss of capture and undersensing resulting in unnecessary pacing. It was further reported that implantable pulse generator (ipg) exhibited partial power on reset (por). The ipg and ra lead remain in use. The patient is a participant in a clinical study. (B)(6) 2026: it was further reported that the ipg was restored to settings prior to the electrical reset. The patient underwent a direct current cardioversion (dccv) for af. The patient experienced continuation of chest pain and was admitted to hospital. It was further reported that there was no longer a concern on loss of capture on the ra lead. No further patient complications have been reported as a result of this event.